Event description:
It was reported that pump displayed malfunction alarm malf 1 with associated fault ID and that malfunction recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with support from technical support, then arranged to switch to multiple daily injections as backup insulin therapy while technical support processed in-warranty pump replacement, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it with pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.